Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance high out of range and no capture at max output. Noise signals were also seen. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance high out of range and no capture at max output. Noise signals were also seen. The device remains in service. No adverse patient effects were reported. Additional information was obtained, x-rays were performed, and lead was confirmed to have been fracture. Lead will be extracted in the future.